Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced runs of ventricular tachycardia (vt) and ventricular fibrillation (vf). The pump was repositioned slightly which caused irritation. The patient later expired while on the impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.